Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after compacting a train of extension, the seed train hung in the end of the quicklink. It was noted that the tip of the extension was crushed. Two attempts later, the expansion bar was changed to eliminate a batch problem, however the issue persisted. The quicklink was then changed, and so was the extension bar, in addition to compressing the grain train at a slower pace.

Event description:
It was reported that after compacting a train of extension, the seed train hung in the end of the quicklink. It was noted that the tip of the extension was crushed. Two attempts later, the expansion bar was changed to eliminate a batch problem, however the issue persisted. The quicklink was then changed, and so was the extension bar, in addition to compressing the grain train at a slower pace.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." The device was not returned.